Event description:
Literature was reviewed regarding two patients who underwent transcatheter aortic valve replacement (tavr) with implant of a medtronic evolut r bioprosthetic valve. Case 1: a 60-year-old male patient with history of coronary artery disease and aortic stenosis underwent implant of a medtronic 34mm evolut r bioprosthetic valve approximately 7 years prior. Five years post-tavr the patient underwent a cardiac catheterization procedure for an unspecified reason. Three months later the patient presented with progressive dyspnea, diastolic murmur, and hypotension. A transesophageal echocardiogram (tee) showed evidence of severe aortic insufficiency through a perforated leaflet. Subsequently the patient underwent explant of the bioprosthetic valve which showed visual signs of traumatic leaflet perforation and tear. Considering the temporal relationship, the authors presumed the bioprosthetic valvular dysfunction was a result of the cardiac catheterization procedure. Case 2: an 80-year-old female with history of severe aortic stenosis underwent implant of a medtronic 29mm evolut r bioprosthetic valve approximately 7 years prior. Four and a half years post-tavr the patient presented with st segment elevation myocardial infarct (stemi) requiring an emergent cardiac catheterization procedure with placement of three stents in the right coronary artery. Post cardiac catheterization, a transthoracic echocardiogram (tte) revealed moderate aortic insufficiency. Ten days later the patient presented with progressive exertional dyspnea, systolic murmur, bilateral peripheral edema, and acute heart failure. A transesophageal echocardiogram (tee) revealed severe aortic insufficiency with a perforated leaflet. Subsequently the patient underwent explant of the evolut r which showed visual evidence consistent with a traumatic leaflet tear. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: amirian et al. Iatrogenic bioprosthetic, self-expandable, transcatheter aortic valve replacement dysfunction after cardiac catheterization. Eur j cardiothorac surg. 2024 feb 1;65(2):ezae021. Doi: 10.1093/ejcts/ezae021. The literature has a publish date of feb 1, 2024; however, the draft manuscript was received by medtronic on jan 29, 2024 therefore this date was used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.